Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip surgery, the surgeon attempted to use the inserter to remove and reposition the cup. The inserter would not thread onto the cup and the threads were damaged. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6. Visual examination of the returned product identified the lead thread of the inserter is fractured. There are nicks and scratches present all along the shaft. There are indentations marks present on the strike plate. No other damage was noted during visual evaluation. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records: root cause: complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.